Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all fucntional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm noted.

Event description:
It was reported that the customer's insulin pump experienced a no delivery alarm. Blood glucose levels were not reported. The product is being returned. Nothing further to report.